Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer had cracks on the side of the reservoir compartment and on the main screen. There were also cracks around the battery compartment and on top of the insulin pump. Customer fell on the driveway on a piece of ice and some steps. Customer did not notice the damage at the time, but thinks that it happened at that time. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.